Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00631005032, liner, lot # 61276818. Item # 00771101500, femoral stem, lot # 61170469. Item # 00620205422, cup, lot # 61257414. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-02825, 0001822565-2018-02828, 0001822565-2018-02829.

Event description:
It was reported that a patient is experiencing pain and bursitis less than six months post implantation. Patient states pain in hip, recent diagnosis of right hip bursitis, and had injection 1 month prior. Additional medical records states had injection 4 months post-op. Pain rated as 5/10. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2018-00563.